Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown, cloud - omnipod 5 software app version 3.1.2-p001, cloud - operating system, n5004l-am-q-mv01602-06-01.06, cloud - hardware n5004l, cloud - cgm sensor type l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that her blood glucose level rose to 29 mmol/l while wearing the pod between 5 and 24 hours on the leg. The patient sought medical attention and presented to the emergency room with hyperglycemia and vomiting. The patient was treated with 1 unit of insulin, IV saline and 7 liters of IV fluids. The pod was removed at the hospital. Upon removal, the cannula was noted to be bent. The patient stated that it could not be confirmed whether the cannula was bent during removal or if the pod was improperly inserted. The patient was diagnosed with dehydration and released the next day.